Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received a malfunction code. Tandem customer technical support (cts) assisted the customer with clearing the malfunction. The customer's blood glucose (bg) level was 89 mg/dl. However, on the same day, the customer experienced a bg of 49 mg/dl and juice was consumed to address the bg level. The cause of the low bg was not known. As the low bg was not occurring at the time of the report, cts advised the customer to discuss the low bg with a healthcare provider.